Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Data was provided for investigation but does not reflect the full investigation window. Confirmation of the allegation and the probable cause cannot be determined. No injury or medical intervention was reported.